Event description:
It was reported that during a superion indirect decompression system implant procedure the l4 spinous process was fractured. The implant procedure was not completed due to the fracture. The patient was noted to be doing well post operatively. The device was kept by the hospital and was not returned.